Event description:
It was reported that during a low anterior resection of a bowel, the device delivered an incomplete staple line. Due to potential inflammation, a colostomy was performed. The pt is in good condition.